Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (hysterectomy, essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, headache and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), pelvic/ abdominal ,back, chronic, dyspareunia (painful sexual intercourse). Menorrhagia (heavy menstrual bleeding). Headaches, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-jun-2020: pfs received: case became serious incident. Essure was removed on (B)(6) 2017. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.